Event description:
Complainant alleged that the device's display does not function after the device warms up. Complainant did not indicate that there was any patient involvement in the reported malfunction.